Event description:
It was reported that pump had scratches on screen, battery was depleting, and buttons on touchscreen were less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and further follow-up, and case was documented and closed with no additional corrective actions reported.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios 26.1.